Event description:
This is 2 of 2 reports linked to mfg report number 3013886523-2024-00013. A physician reported a certas valve (828804) and a bactiseal catheter (823074) were implanted due to communicating hydrocephalus and secondary normal pressure hydrocephalus (snph) via lumboperitoneal shunt on (B)(6), 2023 with setting 2. The patient had headaches and developed ventricle dilation. An obstruction was found, therefore a revision surgery was performed. The valve and the catheter were explanted and replaced with a new certas valve (828804) and a new peritoneal catheter (823074) on (B)(6), 2023. The setting of the valve was 2 when explanted. The patient has recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were found. The catheter was irrigated; no occlusions noted. The catheter was leak tested; no leaks noted. The complaint was unconfirmed. Root cause analysis - no root cause for the issue reported by the customer could be determined as no defects could be found with the piece of catheter that was returned. A possible root cause for the issue reported by the customer could be due to catheter susceptible to kinking which could lead to an occlusion.

Event description:
N/a